Event description:
The MFR received info alleging a ventilator's ac power connector was broken. The device was not in pt use.

Manufacturer narrative:
The device's ac power connector was replaced to correct the issue.